Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart, 84/box, lot# 73f1800466 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip got broken at loading. That occurred again to another cartridge and the clip in the third cartridge was finally loaded properly into the applier to continue the surgery. According to the nurse who prepared the device, the procedure was the same way as usual; the user did not press the applier too hard to the clips.